Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, noise was observed on ventricular channel. The noise was reproducible with arm movement. No electrical anomalies were found. The lead was capped. Patient condition after the event was good.